Manufacturer narrative:
Additional information reported that after the left ventricular assist device (lvad) implantation on (B)(6) 2015 three surgical revisions were required in less than twenty-four (24) hours: one for tamponade and two for bleeding from the sternum. On (B)(6) 2015 a revision was required for the bleeding related to the oozing from the outflow graft. Additional revision was required on (B)(6) 2015 and right extracorporeal life support (ecls) was placed for right heart failure. On (B)(6) 2015 the revision for bleeding with packing of the outflow graft was performed. On (B)(6) the last revision for bleeding was performed with description of multiple small bleedings everywhere and again outflow graft oozing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Unchecked "user facility" and checked off "health professional". In attempts to obtain additional information regarding the outcome, it was reported that the patient died of a cerebral hemorrhage, possibly due to coagulopathy, which was captured and reported under MDR - MFR report # 3007042319-2015-02460. The outflow graft was not returned for evaluation. Review of the manufacturing documentation confirmed that the outflow graft met all requirements for release. The reported event could not be confirmed. The device is related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the review of the available information, clinical factors and comorbidities and possibly coagulopathy may have contributed to the oozing from the outflow graft. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The outflow graft was oozing and had to be revised, bleeding. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Surgical procedures for vads are associated with numerous risks. Adverse events that may be associated with the use of the vad include bleeding and re-operation. Do not turn on the vad in air as this may damage the pump. Do not use an vad that was turned on without total submersion in fluid during the pre-implant test and prior to implantation: the vad must be completely submerged in fluid before being turned on. Do not preclot the outflow graft. Preclotting may disrupt the gel matrix, resulting in bleeding. Gelweave prostheses are sealed grafts and must not be preclotted. Do not implant the gelweave prostheses more than one month after removal from the foil pouch. This may disrupt the gel matrix, resulting in bleeding. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by the surgeon: "we had multiple revisions due to oozing of blood through the outflow graft of the (left ventricular assist device) lvad" with this patient. "After some revisions we packed" the graph "in [fibrin sealant patch and a hemostatic matrix] other hemostatic means." It was reported that the oozing was over the whole length of the graph. The outflow graft was attached to the pump before doing the wet test, and the pump was kept on the operation table until it was time for pump attachment to the left ventricle. The pump was not kept in a solution. To solve the oozing from the outflow graft, [fibrin sealant patch and a hemostatic matrix] was spread on the graft, where after the graft stayed dry. The patient was reported to be in the ICU on extracorporeal membrane oxygenation (ECMO). No additional information was provided. Investigation ongoing.